Event description:
Surgeon stated that while using the stapler, instead of engaging and clicking the stapler made a crunching sound. A new handle was opened and used to complete procedure. Manufacturer response for staple, implantable, endo gia ultra (per site reporter: manufacturer provided rga# and product return packaging.